Manufacturer narrative:
Concomitant products: fr995-23 tissue valve, implanted (B)(6) 2004; 5076-52 lead, implanted (B)(6) 2005.

Event description:
It was reported that the patient received inappropriate therapy. The implantable cardioverter defibrillator (ICD) device misclassified a sinus tachy occurrence as ventricular tachycardia (vt). The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.